Event description:
Customer reporting loosening problems with the connector and the catheter. Customer stated that within 15 minutes of treatment they received an arterial alarm. Facility procedure is to wrap connection with bandage wrap. After checking lines for kinks, the treatment resumed and within 5 minutes they received another arterial alarm. Again, the lines were checked but this time the connection was unwrapped and checked to ensure there was no blood leak. The connection was rewrapped and treatment resumed. Within 5 minutes the pt was checked and there was blood all "over the place." It was not determined where the blood was coming from but customer believes the connection came loose from the catheter and that the pt lost at least 300cc. Pt passed out, was transferred to the hospital, and died there. Customer suspects blood loss is responsible. Customer did not keep the lot number but believes it may have been 01m115743.